Event description:
Customer called stating that his blood glucose levels (bgs) were elevated and was requesting help with checking whether or not pod was working. Customer had given himself two boluses and his bg is still reading "high". Customer deactivated the pod and upon removal, noticed the needle mechanism had not retracted and cannula had not been inserted. He activated new pod successfully. No further issues were identified.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.